Event description:
The facility reported a colleague pump with failure code 808:03. The reported condition was identified during biomedical service. During the product evaluation at baxter it was discovered that failure code 808:03 occurred during infusion which caused an interruption during delivery. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause is currently unknown. The device is baxter owned and will not be repaired at this time. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). Correction: the sample receipt date was inadvertently omitted in the initial medwatch report.

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that failure code 808:03 occurred on (B)(6) 2010.